Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the lead becoming lodged in the ins was not determined. The event has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that a patient with a device in situ had a battery that was being replaced however the lead became lodged in the implantable pulse generator (ipg) and took some time to remove. The plastic section within the ipg connecting site had come out partially and once the lead was removed, they could see that it was damaged just below the blue portions. No further complications were reported/anticipated.